Event description:
Pt had greenlight laser of prostate. During the procedure, it was noticed that there was a floating object around the bladder/prostate. Rn circulator asked what is it and physician replied "it might be a prostatic stone." At 3:30 pm, while wrapping the a.c.m.I. Resectoscope instrument used, it was noticed that the tip of the outer sheath was chipped. Pt was instructed to strain urine, fragments were retrieved, but pt required cystoscopy to retrieve remaining fragments.